Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device closed but only partially fired. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one device was returned in good visual condition and with an (B)(4) reload partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.